Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device indicate that "local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal." A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015. According to the report, after surgery the patient developed a fever and an intracranial infection. The report stated the device was explanted. Reportedly, there was no injury to the patient and the patient is doing well. It was later reported that there was no allegation that the device had malfunctioned or was not working properly. It was also reported that there was no allegation that a device related issue caused or contributed to the patient's fever and intracranial infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.